Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had an ¿oil leak from shift lever¿. The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that there was an oil leak at the shift lever. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.